Manufacturer narrative:
Investigation in-process and will be filed in a supplemental report when investigation is completed.

Event description:
Unstable pt presented to emergency dept with a cardiac arrest. The pt already had one intravenous (IV) line placed, and it was elected to place a central line and right femoral arterial line as the pt did not have good IV access. Right femoral pulse was palpated and a needle punctured the right femoral artery. The wire was threaded and physician noted a difficulty threading. Upon pulling the wire out, the wire began to unravel down to the core of the wire. At that time, both the wire and needle were removed, the wire examined and it appeared as though none of the wire became detached and was left inside. A new kit was opened and pressure held on the puncture site to provide hemostasis. With this new kit, there were no problems, physician able to thread wire without complication.